Event description:
A malfunction alarm was reported with malfunction code 16, and it occurred without any notable events prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support resolved the issue by arranging a replacement of the pump, and the customer was advised to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.